Manufacturer narrative:
The electrosurgical unit (esu/generator) was not made available to erbe for inspection/testing. No anomalies were found in the device history record (DHR) of the esu. Due to the lack of information, we can only speculate as to the cause of the skin lesion on the newborn's wrist. The description of the lesion being yellow in color and its size suggest that it is a hematoma and not related to the electrical output of the esu. However, if the lesion was/is a burn caused by leakage current, the baby's wrist would have had contact with metallic parts. The esu's user manual explicitly warns against contact between the patient and metallic objects. There is also a warning regarding the use of monitoring electrodes. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during the treatment of a pulmonary infection. Specific information regarding the esu's settings and any other devices used was not provided. Presumably after the procedure, a yellowish lesion measuring 1 cm² was found on the skin of the infant's wrist. No information was provided involving any treatment given to address the lesion.